Manufacturer narrative:
Additional information:upon follow up it was reported the patient passed away (in the hospital). The cause of death was reported as due to high sugar level and high blood pressure. It was not reported if an autopsy was performed. The patient was recovering from the peritonitis event prior to death. Pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1 gram per bag, intraperitoneal, frequency and duration not reported) and meropenem injection (250 per bag, intraperitoneal, frequency and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.